Event description:
Patient was on the on wound vac. Suddenly, wound vac battery died while machine was plugged in. Machine not charging even when plugged in. Maintenance was called and was unable to get machine to charge. Wound vac was removed.======================manufacturer response for wound vac, vaculta (per site reporter).======================unknown.what was the original intended procedure?to help heal a wound.device #1is this a laboratory device or laboratory test?no.